Manufacturer narrative:
The suspect motion control box for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect drive assembly rotor tractor was returned to the manufacturer for analysis. The complaint was confirmed. The clutch disengage could be heard, the motor was worn, it would not rotate or spin. The motor was bad. A mechanical issue was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that rotor tractor drive assembly, gantry motion controller box and door switch cable were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the door of the imaging system was not responding to door open button on the pendant. Multiple reboots may resolve the issue but the issue would occur again. It was reported that checking the door switches, checking for mechanical obstructions and re calibrating hone rotor offset did not resolve the issue. Gantry controller status was verified as not home via remote desktop . Invalidate home could not be completed. There was no patient present at the time of the issue.